Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient was vomiting and had a headache. The patient¿s cgm was reading low mg/dl while the bg meter was reading 300 mg/dl. The patient was wearing an omnipod insulin pump. The patient was taken to the ER because he was vomiting excessively. At the ER, the patient¿s bg meter reading was 389 mg/dl while the cgm was reading low mg/dl. The patient was diagnosed with dka and treated with IV insulin and insulin injections. The patient was also prescribed atorvastatin to start taking routinely. The patient was discharged around 4pm on (B)(6) 2026 (more than 24 hours). The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.